Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sidecar rx tunnel was pushed back, exposing more of the metal tip. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sidecar rx tunnel was pushed back, exposing more of the metal tip. The procedure was completed with a different device. There were no patient complications reported, as a result of this event.

Manufacturer narrative:
Device code 2976 captures the reportable event of sidecar rx tunnel pushback. A visual inspection of the returned device found no visual defects and the side car-rx was not pushed back. The section between the distal tip and the side car-rx was measured and the device was within specification. The conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications.